Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain in female") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dizziness, nausea and drug allergy. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with acetaminophen (paracetamol) as well as surgery (essur removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: essure removal details, date of procedure-(B)(6) 2022 pre and post-op diagnosis: chronic pelvic pain in female examination under anesthesia, laparoscopic bilateral salpingectomy, essure removal (bilateral) plan - mammo diagnostic on (B)(6) 2022, us breast on (B)(6) 2022, us abdomen on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical indication: encounter for sterilization; essure confirmation interpretation: scout: scout film demonstrates no abnormal masses or calcifications. Cervical canal: the cervical canal is normal. Endometrial cavity: the visualized endometrial cavity is of normal size and contour and demonstrates no filling defects. Fallopian tubes: the essure micro insert coils appear in satisfactory position with complete occlusion of both fallopian tubes and with no evidence of free spill to the peritoneum. There is venous intravasation noted right. The patient tolerated the procedure well and left the department in stable condition. Impression: two essure microinserts coils appear in satisfactory position with occlusion of both fallopian concerning the injuries reported in this case, the following one event chronic pelvic pain female was described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2023: quality safety evaluation of ptc. 26-jun-2023: new reporter was added. Date of birth updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain in female") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essur removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: essure removal details, date of procedure-(B)(6) 2022 pre and post-op diagnosis: chronic pelvic pain in female examination under anesthesia, laparoscopic bilateral salpingectomy, essure removal (bilateral). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical indication: encounter for sterilization; essure confirmation interpretation: scout: scout film demonstrates no abnormal masses or calcifications. Cervical canal: the cervical canal is normal. Endometrial cavity: the visualized endometrial cavity is of normal size and contour and demonstrates no filling defects. Fallopian tubes: the essure micro insert coils appear in satisfactory position with complete occlusion of both fallopian tubes and with no evidence of free spill to the peritoneum. There is venous intravasation noted right. The patient tolerated the procedure well and left the department in stable condition. Impression: two essure microinserts coils appear in satisfactory position with occlusion of both fallopian concerning the injuries reported in this case, the following one event chronic pelvic pain female was described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical records received and physician's reported added, lab test, essure removal details, previous adverse event medical device removal updated to chronic pelvic pain female, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.